Event description:
Manufacturer's ref #: 208127.

Manufacturer narrative:
Further information has been requested but no response has been received by the user facility. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. Due to the limited information provided, no investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).